Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that the irrigation / aspiration tip was sharp during a procedure. The procedure was completed. There was no patient harm. This is the first of two reports for this facility.

Manufacturer narrative:
No polymer irrigation / aspiration (I/a) tip sample has been returned for evaluation for the report of having a very sharp edge; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: 2016-26463